Manufacturer narrative:
Conclusion code: other - a number of attempts were made to contact the end customer, however, the actual device involved has not been made available for evaluation. No conclusions can be made at this time. The investigation remains open.

Event description:
It was reported that during a rescue attempt the device indicated that a shock was advised and that when the shock button was pressed the device powered off. It is reported that the patient did not survive.